Event description:
The customer contact reported the device did not deliver. At an unspecified time while in the operating room, line a was programmed to deliver an unspecified maintenance fluid at a rate of 50ml/hr and the delivery was started. No further programming parameters were provided. At an unspecified time, an unspecified second line of the device was programmed to deliver an unspecified concentration of dopamine, and the delivery was started. No specific programming parameters were provided. At approx 1200, the pt was transferred to the intensive care unit (ICU). After an unspecified length of time, it was noted that the pt's systolic blood pressure (bp) was between 70-80 mmhg. The physician was notified and ordered titration of the dopamine delivery to increase the pt's bp. The customer contact reported that though the nurse "kept titrating the medicine, the pt's blood pressure did not improve." The physician was notified. The pt was treated with an unspecified concentration of neosynephrine, using a third line of third same device. After an unspecified length of time, the pt's bp increased to an unspecified level. At approx 1500, the nurse noted that the collection bag of the tubing set was full. No pump alarm was noted. The nurse emptied the collection bag and therapy was resumed using the same device. At approx 1800, it was reported that the nurse again noted that the collection bag of the tubing set was full. No pump alarm was noted. A replacement device was obtained. At 1900, it was reported that during set up of the replacement device, the first device alarmed with an unspecified error message. The first device was removed from clinical service. Therapy was resumed using the replacement device. After an unspecified length of time, it was reported that the pt's bp increased to an unspecified level and the neosynephrine therapy was discontinued. The customer contact reported that during the night shift, the delivery rate of the dopamine was decreased and the pt was extubated. The customer contact indicated the extubation had been delayed a few hours. After an unspecified length of time, the dopamine therapy was discontinued. Though requested, no add'l info was provided.

Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel.